Event description:
It was reported through the results of a clinical trial that six months and fifteen days post a stent graft placement in the cephalic vein at cephalic vein arch via the right upper arm, the subject developed an adverse event of methicillin resistant staphylococcus aureus bacterial infection. It was further reported that one year, three months, and twenty-four days post a stent graft placement, the subject developed an adverse event of kink in fistula causing stenosis which required an arteriovenous access circuit reintervention. Surgical revision was performed for treatment. Treatment reintervention was successful, no new access created, and the outcome was resolved. It was also reported that one year four months and three days post a stent graft placement, the subject developed a target lesion restenosis. Standard percutaneous transluminal balloon angioplasty procedure was performed to treat the target lesion. Treatment reintervention was successful, no new access created, and the outcome was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the investigation is closed with inconclusive result. There was no reported device deficiency; a root cause for the adverse event could not be determined. Labeling review: relevant labeling applicable for this product was reviewed; it was found that the instructions for use sufficiently address the potential risk associated with the use of the covera vascular covered stent. Based on the instructions for use complications and adverse events may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. H10: g3 h11: h6 (device, method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and fifteen days post a stent graft placement in the cephalic vein at cephalic vein arch via the right upper arm, the subject developed an adverse event of methicillin resistant staphylococcus aureus bacterial infection. It was further reported that one year, three months, and twenty-four days post a stent graft placement, the subject developed an adverse event of kink in fistula causing stenosis which required an arteriovenous access circuit reintervention. Surgical revision was performed for treatment. Treatment reintervention was successful, no new access created, and the outcome was resolved. It was also reported that one year four months and three days post a stent graft placement, the subject developed a target lesion restenosis. Standard percutaneous transluminal balloon angioplasty procedure was performed to treat the target lesion. Treatment reintervention was successful, no new access created, and the outcome was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. No x-ray images were provided for evaluation. There was no specific device deficiency reported. No indication for irregular stent placement was reported. Based on the information available the investigation is closed with inconclusive result. There was no reported specific device deficiency; a root cause for the adverse event could not be determined. Labeling review: relevant labeling applicable for this product was reviewed; it was found that the instructions for use sufficiently address the potential risk associated with the use of the covera vascular covered stent. Based on the instructions for use complications and adverse events may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and fifteen days post a stent graft placement in the cephalic vein at cephalic vein arch via the right upper arm, the subject developed an adverse event of methicillin resistant staphylococcus aureus bacterial infection. It was further reported that one year, three months, and twenty-four days post a stent graft placement, the subject developed an adverse event of kink in fistula causing stenosis which required an arteriovenous access circuit reintervention. Surgical revision was performed for treatment. Treatment reintervention was successful, no new access created, and the outcome was resolved. It was also reported that one year, four months, and three days post a stent graft placement, the subject developed a target lesion restenosis. Standard percutaneous transluminal balloon angioplasty procedure was performed to treat the target lesion. Treatment reintervention was successful, no new access created, and the outcome was resolved. The current status of the patient is unknown.